Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage at the screen found on (B)(6) 2022. Insulin pump received with partial display. Unable to perform displacement test and self test due to partial display. Insulin pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched lcd window, cracked keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Partial display due to cracked lcd glass.

Event description:
Information received by medtronic indicated that the insulin pump display was damaged. No harm requiring medical intervention was reported. The device was returned for analysis.